Manufacturer narrative:
The customer called technical support to report that a low volume alarm error occurred. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Per good faith effort (gfe) response, the asp observed that the volume was low, which was due to a user induced misconfiguration error. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low current volume alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was swapped out for another ventilator. The customer called technical support to report that a low current volume alarm error occurred. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The investigation is ongoing.